Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.